Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed "system initializing please wait." The interface (umbilical) cable was re-seated and the system started without fault. The system then functioned as designed after multiple restarts. No additional information was provided. There was no patient present when this issue was identified.